Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, the reported ¿device becoming hot¿ issue was confirmed. Based on the results of the investigation it was likely due to the accumulation of dust on the cooling fan, reducing the heat exhaust efficiency. The root cause of the issue could not be determined, though it is presumed that the problem was caused by the customer's handling. The inspection also observed deterioration of sponge filter, likely due to long-term use and not being regularly inspected. The root cause of lack of regular inspections could not be determined. In addition, the following non-reportable malfunctions were found during the device evaluation (damage to the output connector and that the lamp was not made by olympus). The issues can be prevented by following the instructions for use which state: ¿ (drawing number: gt7243) important information ¿ please read before use ·do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. ·avoid using the light source in a dusty environment. This may damage the light source. 6.1 replacement of the examination (xenon) lamp never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while reprocessing his olympus evis exera iii xenon light source the unit was becoming hot. There was no patient involvement during this event.